Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all deices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has a supra-orbital (off-label) and a peripheral (off-label) scs lead with the same lot number. It was reported the physician observed a pus pocket at the patient's supra-orbital lead site. When the pocket burst, the lead tip protruded through the skin. The physician partially explanted the visible lead on (B)(6) 2014. Also, surgical intervention will be taken at later date to explant and replace the rest of the lead. The patient was treated with intra-venous and oral antibiotics.